Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic with diaphragmatic stimulation. Upon interrogation, the right ventricular lead exhibited an increased capture threshold. An echocardiogram was performed and did not show any anomalies. The lead was explanted and replaced. The patient's condition was stable.